Manufacturer narrative:
Covidien reference:(B)(4).

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator. The patient was not harmed or injured as a result of the event. The evaluation and repair of the ventilator is yet to be completed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.